Event description:
It was reported that during implant while attempting to prime the left ventricular assist device (lvad) in saline and start the pump at 3000 rotations per minute (rpm), the system monitor flashed "command not accepted" on the screen intermittently. Low flows and low speed advisories were noted and the system monitor would not accept the extending silence command. A new system monitor, power module, and power module patient cable were obtained and the problem persisted. The heartmate touch monitor was used in place of the system monitor and the pump started at 3000 rpm but the "command not accepted" message appeared when attempting to stop the pump. A new sterile controller was provided and the pump continued to reject the command from the heartmate touch. It was recommended by technical services to replace the pump and modular cable. A new pump and modular cable were obtained and the pump worked as intended and accepted all commands. Pump manufacturer report number: 2916596-2022-00199.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned heartmate (hm) 3 modular cable, lot number 8155811, did not identify any device related issues. Additionally, a direct correlation between the modular cable and the reported events could not be conclusively established through this evaluation. The heartmate 3 modular cable was returned in ¿like new¿ condition. No signs of discoloration or damage (cuts, holes, tears, etc.) Were observed. The controller and inline connector pins appeared unremarkable. The modular cable passed manufacturing test procedure and was determined to function as intended. The relevant sections of the device history records for the modular cable, lot number 8155811 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The modular cable was shipped in the implant kit for (B)(6) on 30nov2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. No issues were identified during the evaluation of heartmate 3 modular cable, lot number 8155811. No further information was provided. The manufacturer is closing the file on this event.